Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been hospitalized due to diabetic ketoacidosis. Their first hospitalization was on (B)(6) 2018 with high blood glucose of 550 mg/dl. They were hospitalized again on (B)(6) 2018 with high blood glucose up to 600 mg/dl. The customer also reported that they were unable to lower the volume on the insulin pump. Troubleshooting was performed, and they could not adjust the volume. It was unknown if they were on auto-mode. The device will not be returned for analysis.